Manufacturer narrative:
Although no injury was reported, a false positive result was reported to the physician and could cause injury to the patient. Qiagen is reporting this incident in an abundance of caution. Qiagen does not know how the result was used to guide the patient's treatment or the status of the patient.

Event description:
Customer obtained a false positive g719x result using the test and reported it to the physician. Treatment and status of patient unknown.